Manufacturer narrative:
The investigation is ongoing. Waiting for the sub-board to be returned to carry out a part evaluation. The results will be provided in the final report.

Manufacturer narrative:
The investigation is ongoing. The results will be provided in the final report.

Event description:
It was reported that during the bed handling, the bed accelerated suddenly. There was no indication of patient involvement. There were 2 nurses trapped between the bed and the wall. No injury was sustained. The technician conducted the device evaluation and did not confirm the alleged problem. The sub board was replaced and calibrated preventively. The complaint (B)(4). Manufacturer repor no) refers to the 1st nurse and (B)(4). Refers to the 2nd nurse trapped between the bed and the wall.

Manufacturer narrative:
The replaced sub-board was returned for testing. The arjo engineer tested the bed with returned part continuously for about 30 minutes. Several times the device was activated and deactivated. No deviations in angle readings were found. No visual damages on the pcb. Readings from accelerometer and gyroscope on the pcb were stable. The arjo engineer could not recreated the unintended movement issue. To minimize the risk of any health consequences, operator should use the product correctly following the indigo instruction for use 416260-en, which states: "when operating indigo, maintain contact with bed at all times" "the indigo intuitive drive assist comes equipped with emergency stop switches located at both the foot and head ends of the bed." "The emergency stop switch provides a gradual, slow stop rather than an immediate hard stop". "After using indigo. Deactivate indigo and apply breaks by placing the pedal in the most downward position". The investigation towards indigo module acceleration/unintended movement showed that the device movement (sudden acceleration) might be related to the failure of pcba component. This hypothesis was not confirmed during the device evaluation. Therefore, the cause of sudden acceleration and entrapment was not established. To sum up, a customer allegation of bed moving (sudden acceleration) leading to entrapment was not confirmed during the bed's evaluation. The bed failed to meet its specification since allegedly it moved on its own and it played a role in the incident as it trapped the caregiver against the wall.